Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. Factors that may contribute to obstruction of flow include, but not limited to under insertion or improper insertion angle, the marker port not being in the arterial lumen. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial reports, it was noted that protamine was also administered to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a closure of an unknown vessel using three prostyle devices after a percutaneous coronary intervention procedure with a 6fr sheath. Reportedly, the first device was successfully flushed with saline prior to use; however there was no blood return in the marker lumen. A second and third device were used but a suture break occurred with both devices. A non-abbott device and manual compression were used to achieve hemostasis. It was also noted that bleeding, bruising and a prolonged hospitalization occurred. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.